Event description:
Event description guidant received information that during a change out procedure due to normal battery depletion, the implantable ventricular lead displayed pacing impedance measurements elevated to an out of range reading. It was also reported that the pacing thresholds had increased significantly.